Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first attempted closure device landed too proximally for which it was fully recaptured. At this time, a small pericardial effusion was noted. The patient remained stable, so it was decided to switch to a single curve was and another wds of the same size was deployed. The device met all criteria and was released. The pericardial effusion was noted to have increased at this point and a pericardiocentesis was performed. Approximately, 800 ml of blood was aspirated and transfused back to the patient. The patient remained stable throughout and was discharged without further complication.